Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the insertion tube coating and indication peeling issue could not be determined, however, the issue was likely due to repetitive use stress, external factors and or user hand handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope inspection of the endoscope ¿1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction mentioned in b5, due to a pinhole on the connecting tube, watertightness was lost, the adhesive on the bending section cover (a-rubber) had a chip, the adhesive around the objective lens and around the light guide lens was peeled, the indication on the light guide connector was unclear, the eyepiece had a scratch and was dirty, the control unit was dirty, the image guide bundle had a stain and the connecting tube had a dent. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had air/water leakage. Upon inspection of the customer¿s returned device it was observed, the insertion part coating was peeling off and the insertion part display disappeared. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.